Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer 2 kept failing and was jammed. The customer stated that there was a delay in the dispensing of medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was jammed because the latch was not detected closed on full height cubie drawer 2 of auxiliary and the latch sensor was falling out of position. A field service engineer resecured and updated the latch striker to resolve. The system functioned as intended after the field service engineer repaired the device.